Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to diabetes ketoacidosis for two times on unknown date. Customer's blood glucose level was unknown. Troubleshooting was not performed. Customer's medical provider removed the insulin pump off of the patient. The insulin pump will not be returned for analysis.